Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor would not power up.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to extensive corrosion on all monitor pca boards. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective monitor.